Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: two photos were provided; the two pictures show an aqr monitor, in the monitor tissue can be seen with staples on it. The staples appear to be with the proper form shape. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that after stapling the stomach with blue loads, it was verified that two loads opened some staples, as shown in the attached photo. There was the complaint from the doctor. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p5872j. Device evaluation: the analysis results showed that one ecr45b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).